Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was discovered the patient's implantable cardiac monitor exhibited undersensing resulting in long false pause episodes. On (B)(6) 2018 the patient presented in clinic for positional r wave testing, and the device was successfully reprogrammed to address the issue. The patient was stable throughout the event.